Event description:
It was reported that the device got stuck on the wire. The 75% stenosed target lesion was located in the moderately tortuous and mild calcified left coronary artery. A 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure the device got stuck with the guidewire, both were removed as a single unit from the patient, the procedure was successfully completed with a different device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.